Event description:
In 2006, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corp. Following an arthroscopy procedure, the pt was reported to have sustained a second degree burn the size of a quarter. The burn was treated with a dressing. The pt is reported to be healing well. It was reported the device was not operated with suction.